Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that the small battery drive device was ¿choppy.¿ during service and evaluation, it was noted that the device control unit was not functioning and defective. It was noted that the handpiece had a defective controller and motor. It was also noted that the device failed pre-repair diagnostic tests for attachment coupling assessment, the off/oscillation/on switch mode function, and the triggers and electronic control unit (ecu) function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.